Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Per dfu-0054-eo rev 5 section d - adverse effects note 3 - patient sensitivity to device materials must be considered prior to implantation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th august 2024, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the patient found his skin was partially broken and leaky after the anchor was implanted. This was detected on (B)(6) 2024. The surgeon thought it could be the suture that caused the rejection reaction and retrieved the suture from the patient body.